Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that they encountered an optical signal issue. Once this second pump was placed, a placement signal unreliable alarm was encountered. As a result, the decision was made to replace with a new impella cp.

Manufacturer narrative:
Investigation summary: on 2023-may-21 cp pump sn (B)(6) and pc returned and previously investigated under the incorrect pump sn and smartsolve complaint number (B)(4) . That record has been corrected and this pump sn (B)(6) checked in here to (B)(4) . Optical signal issue - upon implant, psnr occurred. Decision made to use a new pump. Data log review showed psnr alarm occurring within 2 minutes of case start, with snr decreased, light decreased, and contrast decreased while lamp and gain remained stable. The returned pump showed abnormal %s parameters but passed laser continuity test. A kink was found in the catheter near the kink protector in the red plug. The cause of the optical signal issue was a damaged optical fiber in the catheter due to material kink to both the catheter and optical fiber. Device history lot: device lot: 1692908. Device history batch: subcomponent lot: n/a. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.